Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched and had a tear leading to fluid being diverted from the fluid path. No timeouts or drive stalls were seen in the download data. It could not be determined when or how this damage occurred. Cracks were observed in the top housing of the pod. It is unknown when or how this damage occurred. Inspection of the download data indicate the cracks did not affect the functionality of the pod. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours on the arm. As treatment, a new pod was placed and a correction bolus was given.